Event description:
The occlusion balloon deflated after the hypotube kinked during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter. The physician attempted to deploy the stent and the hypotube kinked which resulted in the occlusion balloon deflating. The physician continued to deploy the stent. The physician removed the stent delivery catheter and removed the occlusion balloon wire and inserted another device to complete the case.